Event description:
It was reported that the pt was having difficulty breathing and seeing. The catheter had to be revised because it dislodged so the catheter was in the space between the arachna and the dura so the medication was no longer being delivered to the intrathecal space. The catheter was replaced. Following replacement the pt had good cerebrospinal backflow.